Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported transducer (xdcr) fault on the vela ventilator. The customer reported patient involvement but there is no allegation of patient injury or harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator main pcba (printed circuit board assembly) and installed it in a known good unit for testing. The reported issue was duplicated and multiple "xdrc (transducer fault" errors were noted to be in the event error log. This malfunction was found to be due to a tolerance stack-up and this issue will be internally investigated.